Event description:
It was reported that during implant attempt, there was high impedance greater than 2000 ohms. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found, inner insulation kinked buckled, damaged at implant.